Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Manufacturer narrative:
1) correction in b5 verbiage for device name- the manufacturer was contacted in reference to a thermal complaint on a ds2adv auto CPAP. The manufacturer received information alleging burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. 2) additionally, common device name, UDI number, manufacture date and reason device not evaluated are also corrected/updated in this report.

Event description:
The manufacturer was contacted in reference to a thermal complaint on a dreamstation 2. The manufacturer received information alleging burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.